Event description:
It was reported that the impedance on the right ventricular (rv) was high at implant and has been increasing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5594 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was further reported that the lead had high thresholds and high impedance. The lead was capped and replaced.